Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to perform an internal water pathway replacement to repair the device. After the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination during an on-site inspection and submitted pictures to cq for review. The cq director of operations and epidemiology reviewed the pictures and recommended that the customer perform hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 05/05/2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer reported that their device was having persistent temperature differential alarms despite regular troubleshooting attempts. Temperature differential alarms occur when there is a difference of 2.5ºc between the two temperature sensors in the device, which indicates there is some blockage or impedance to flow. If the device runs with this condition for longer than 10 seconds, device operation will cease. This is a safety feature that will prevent water of unknown temperature from reaching the patient. There is no risk associated with this incident as the safety feature was acting appropriately and alerting the user to the failure. The customer has been contacted since this incident was reported. The customer informed cardioquip that they have now been able to stop the alarm when running the device with hoses appropriately attached. The customer is still deciding on if they want to send the device to cardioquip for further investigation.

Event description:
Customer reported that the device was experiencing a temperature differential alarm, despite troubleshooting attempts. Incident did not occur while on a patient.